Manufacturer narrative:
System returned to use; no permanent CAPA noted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system shuts off during floring; power-related issue on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.